Manufacturer narrative:
The returned sensor was evaluated. External visual inspection revealed no damaged. The sensor failed continuity testing due to an open across the electrodes cb, r1 and r2. Functional testing could not be performed as the sensor was returned used and could not be placed on forehead.

Event description:
The customer reported the patient seemed to be fully well anesthetized based upon other parameters such as v/s, dosage of inhalation anesthetics, IV anesthetics, and the condition of patients who were undergoing for surgery. However, the psi went up to high up to around 80 without other signs of waking up or muscle movement (emg). No patient impact or consequences were reported.